Event description:
It was reported that there was a lead integrity alert. Follow-up to determine the alert trigger was not successful. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead integrity alert. Follow-up to determine the alert trigger was not successful. The lead was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that a lead integrity alert triggered, there were 2- patient alerts for lead failure predictor on (B)(4) 2012 and (B)(4) 2012, and impedance resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for maximum ventricular pace bipolar impedance= 893 to 1463 ohms peak between (B)(4) 2011 and (B)(4) 2012. There was oversensing, 13 - ventricular nst<=210 ms on (B)(4) 2012 in the timeframe between 12:57:40 and 13:24:59, sensing - interference/noise, and ventricular short interval count v-sic=397.2 counts average/day, in 15.01 days, between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.